Event description:
After iabp for 11 hrs, blood was noted in the inner lumen. The iab was removed and a second iab was inserted into the pt. (Multiple event to customer complaint number 98-00455). The iab was not returned to datascope for eval. The following was reported to datascope on 6/9/98: there was no pt injury or complication as a result of the event. The iab was discarded by the facility. [Event complications]: unk-reported 4/14/98; none-rpt'd 6/9/98. [Pt's current status]: unk-r[t'd 4/13/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 7/8/98).